Manufacturer narrative:
(B)(4).

Event description:
It was reported that in the patient's room after administering the anticancer drug through the catheter that had been in place 2-3 days, the catheter was removed due to treatment ending. It was at that time the catheter was found "torn", not while in place as originally reported. As a result, a new catheter was inserted and successfully used without issue. There was no reported delay, death, or complications to the patient as a result of this occurrence.